Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported thresholds were high.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) inadequate threshold measurements were observed during multiple placement attempts. It was noted that the physician did not put pressure on the device tip. The leadless ipg was not used and a replacement leadless ipg was implanted. No patient complications have been reported as a result of this event.